Event description:
It was reported that the customer was receiving many different errors on the sensor. The customer stated that she once received a sensor glucose reading of 50 mg/dl, notifying her that she had low blood glucose. The customer treated her blood glucose with a granola bar and later she checked her blood glucose, which was 150 mg/dl. The customer described another incident in which her blood glucose was 20 mg/dl but her sensor did not give her a notification of this. The customer was not hospitalized. Troubleshooting for the calibration error alert was done. Advised that replacement sensors would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.